Event description:
The patient was replaced due to high impedance. The explanting facility had discarded the explants, so they will not be available for return. No additional or relevant information has been received to date.